Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The data log file was provided for review. The customer's report was observed during review of the device data logs. The complainant was contacted for return of the device; the claim will be reopened if the device is received. The pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing,the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.